Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) went onsite to the reporter's facility and evaluated the involved 3100a high frequency oscillating ventilator. The fsr was unable to duplicate the alleged mean airway pressure instability. Scheduled preventative maintenance was performed and the unit was tested and met all manufacturer specifications.

Event description:
The customer reported that the map (mean airway pressure) on this 3100a high frequency oscillating ventilator was unstable while being used on a patient. Alternate ventilation was provided by changing out the unit with a known good unit. The customer stated that there was no patient compromise associated with this reported issue.